Event description:
This is a final report. The investigation was completed on 03-sept-2020 and the results / conclusions are outlined in section h of this report. In a 63-year-old patient treated for puncture under endo-endoscopy of a cephalic tumor pancreatic, during movements in the tumor, the end of the needle breaks, and separates from its body and its sheath. The puncture is interrupted: the body of the needle is recovered, then the needle itself remained in the canal echo-endoscope operator, with its free end angled 5 cm from its end. Consequence: risk of injury and bleeding from the oesophagus & the ent sphere upon removal of the echo-endoscope. "As per complaint form": 63-year-old patient treated for echo-endoscopic puncture of a pancreatic cephalic tumor movements in the tumor, the end of the needle breaks, becomes detached from its body & sheath. The puncture is interrupted: the body of the needle is recovered, then the needle remains in the operating channel of the echo-endoscope, with its free end bent 5 cm from its end. Consequence: risk of injury and bleeding from the esophagus & the ent sphere upon removal of the echo-endoscope. A section of the device did remain inside the patient¿s body. Needle stay in the canal duck of endoscope. The patient did require any additional procedures due to this occurrence. Used an other needle for an other puncture. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
K142688 510k#: device evaluation: 1 unit of lot: c1722248 of echo-hd-3-20-c was returned opened not in its original packaging. It should be noted that this file is related to another complaint files. For details of the other investigation please refer to pr 304523 (emdr ref#: 3001845648-2020-00492). Lab evaluation: the device involved in the complaint was evaluated in the laboratory on 14 july 2020. The returned device lab findings and observations can be referred through the attached files. The needle was found to be broken distally approx. 4.1cm from the needle tip. There were also 3 proximal needle breaks observed which will be investigated under pr 304523 (emdr ref#: 3001845648-2020-00492). Clarification was requested as follows; can you please clarify the following in relation to this complaint following lab evaluation of the returned device: there were 4 different needle breaks observed on the returned complaint device (see photos below). There was 1 distal needle break which is detailed in the complaint description and a number of proximal needle breaks. Can the rep please clarify how the proximal needle breaks occurred? No reply was received therefore an additional pr 304523 was opened in relation to the 3 proximal needle breaks. Further clarification was requested as follows; the query below was sent after lab evaluation of pr 303405. As no reply had been received to the query a new pr 304523 was opened last week in relation to the 3 proximal needle breaks. Can you please clarify the following in relation to this complaint following lab evaluation of the returned device: there were 4 different needle breaks observed on the returned complaint device (see photos below). There was 1 distal needle break which is detailed in the complaint description and a number of proximal needle breaks . Can the rep please clarify how the proximal needle breaks occurred? (No reply has been received after 4 attempts. If an answer is received the file will be updated accordingly. Document review including IFU review: prior to distribution, all echo-hd-3-20-c devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for echo-hd-3-20-c of lot number: c1722248 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number: c1722248. The notes section of the instructions for use, ifu0077-4, which accompanies this device instructs the user to inspect the device prior to use: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". There is no evidence to suggest that the customer did not follow the instructions for (ifu0077-4). Root cause review: a definitive root cause for the customer complaint could not be determined as circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to torturous anatomy as per additional information. Also, though it has been advised target sight was not difficult, it is possible the actual lesion was hard leading to the needle breaking distally as per complaint description ¿during movements in the tumour the end of the needle breaks and separates from its body and sheath¿. Summary: complaint is confirmed as the failure was verified in the laboratory. According to the initial reporter, the patient did experience any adverse effects due to this occurrence. The tip of the needle was collected in the endoscope. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
K142688 - 510k#. Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
In a (B)(6) patient treated for puncture under endo-endoscopy of a cephalic tumor pancreatic, during movements in the tumor, the end of the needle breaks, and separates from its body and its sheath. The puncture is interrupted: the body of the needle is recovered, then the needle itself remained in the canal echo-endoscope operator, with its free end angled 5 cm from its end. Consequence: risk of injury and bleeding from the oesophagus & the ent sphere upon removal of the echo-endoscope "as per complaint form": (B)(6) patient treated for echo-endoscopic puncture of a pancreatic cephalic tumor movements in the tumor, the end of the needle breaks, becomes detached from its body & sheath. The puncture is interrupted: the body of the needle is recovered, then the needle remains in the operating channel of the echo-endoscope, with its free end bent 5 cm from its end. Consequence: risk of injury and bleeding from the esophagus & the ent sphere upon removal of the echo-endoscope a section of the device did remain inside the patient¿s body. Needle stay in the canal duck of endoscope the patient did require any additional procedures due to this occurrence. Used an other needle for an other puncture according to the initial reporter, the patient did not experience any adverse effects due to this occurrence